Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unit was monitored and had no beeps anomaly during testing noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. Unit had extremely scratched display window and cracked reservoir tube.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.